Event description:
It was reported patient experienced swelling at the site of their leads and drainage due to open wounds. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. Patient was prescribed oral antibiotics.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.